Event description:
Client reported that there was a loose wheel nut. Chair was less than one month old. Client was not injured. Wheel did not come off. The wheel area was making an unusual noise and this alerted the client. Client tightened wheel nut. Magic sent replacement to ensure that there the nut was in as new condition. Client has not reported any further problem.